Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 50 mg/dl at the time of the incident. The customer was at 350 mg/dl, took 3 units of insulin and their levels dropped like a rock, and then the pump went into manual mode. The customer treated their highs with the pump and manual injections. The customer was given glucagon to treat. The customer experienced symptoms such as not feeling right. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported sensor glucose versus blood glucose differences, short pump battery life, and an insulin flow blocked alarm. The customer stated that they had not been trained on the pump yet. The insulin pump will not be returned for analysis.